Event description:
It was reported that there was a pocket infection and an explant. The patient insisted on removal of the devices because she was convinced there was an infection. No clinical evidence of infection was noted. The patient was reported as alive with no injury. Additional information received reported that the patient was healthy and implant free.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0gmlj, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).